Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the patient death. It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr) underwent a mitraclip procedure. Of note, patient is approximately (B)(6) tall and anatomy was very tortuous due to the patient height. The mitraclip procedure was performed via mid thoracotomy approach. A left atrial puncture was performed to place the steerable guide catheter (sgc). The angle of approach was not correct to appropriately place the device, and the angle was changed. The sgc was placed at what was thought to be an appropriate angle and the clip delivery system (cds) was advanced into the left ventricle; however, the clip became caught in the chordae under the anterior leaflet. The clip could not be removed and was deployed in the chordae. The patient was converted to a mitral valve replacement and the implanted clip was removed. Post surgical procedure, the patient appeared to be doing well. Echocardiogram noted the heart function was good and the mitral valve replacement was working well with no leak. However, on (B)(6) 2017, the patient died of causes related to severe metabolic acidosis, renal failure and possible rhabdomyolysis. Per physician, the patient's death is not related to the mitraclip device or procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip nt instructions for use states that the dilator is used for the introduction of the steerable guide catheter (sgc) into the femoral vein and the left atrium and to insert the guide-dilator assembly over the stationary guidewire into the femoral vein. This event was further reviewed by an abbott vascular (B)(4) who concluded that given patient specific anatomy, mitraclip procedure was conducted using non-conventional approach with direct surgical puncture of the left atrium. These resulted in challenges in obtaining the right angle of approach and ultimately procedural complications (clip caught in the chordae and deployed in this ectopic location) which mandated surgical valve replacement. The surgical procedure was successful and the patient was stable post-surgery. Three days after, death occurred and was attributed to severe metabolic acidosis, renal failure and possible rhabdomyolysis. Death was unrelated to device. All available information was investigated and the reported entrapment of device component appears to be related to patient morphology/pathology, due to the challenging anatomy and due to user error. The reported patient effect of death appears to be related to the patient conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.